Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 409 mg/dl, which was treated with bolus wizard and manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of high blood glucose; customer had blurred vision and thirst. Customer reported that a couple of cannulas were bent and customer also had no delivery alarm. Customer declined troubleshooting of insulin pump.